Manufacturer narrative:
Reliability analysis inspected 2 opened used sensors and performed visual inspection on and found 1 of 2 sensors insertion needle bent inside sensor base. 1 remaining sensor found cannula retracted inside of sensor base and visually found cannula damage with broken part missing. Analysis was unable to confirm if the customer received the sensors in that condition due to customer returned the sensors opened and used.

Event description:
The customer reported via phone call that they were unable to insert the sensor with the serter. The customer's blood glucose was 224 mg/dl at the time of incident. The customer stated that they wasted sensors. The sensor will be returned for analysis.